Event description:
It was reported the rigid video scope had scratches on the distal edge and outer tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the evaluation found scratches on distal edge and outer tube. Based on the results of the investigation, it is likely that the malfunction was caused by friction. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had scratches on the distal edge and outer tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.